Event description:
It was reported that patient complications occurred.The patient was on a prior regimen of Aspirin (>= 72 hours) and antiplatelet medication other than Aspirin (>= 72 hours) at the time of index procedure. A loading dose of 75 mg of clopidogrel was given at the time of index procedure. The 25 mm x 2.75 mm target lesion was located in the distal circumflex artery. The target lesion was pre-treated with a 2.50 mm x 15 mm semi-compliant balloon angioplasty catheter and a non-Boston Scientific balloon resulting in 0% residual stenosis and TIMI flow of 3. The target lesion was then successfully treated with a 2.75 mm x 30 mm Agent DCB resulting in 0% residual stenosis and TIMI flow of 3. A non-target lesion, located in the distal left anterior descending artery (LAD), was treated using 3.00 mm x 23 mm and 3.50 mm X 26 mm drug eluting stents successfully prior to the target lesion procedure. One day post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel.

Event description:
IT WAS REPORTED THAT PATIENT COMPLICATIONS OCCURRED. THE PATIENT WAS ON A PRIOR REGIMEN OF ASPIRIN (>= 72 HOURS) AND ANTIPLATELET MEDICATION OTHER THAN ASPIRIN (>= 72 HOURS) AT THE TIME OF INDEX PROCEDURE. A LOADING DOSE OF 75 MG OF CLOPIDOGREL WAS GIVEN AT THE TIME OF INDEX PROCEDURE. THE 25 MM X 2.75 MM TARGET LESION WAS LOCATED IN THE DISTAL CIRCUMFLEX ARTERY. THE TARGET LESION WAS PRE-TREATED WITH A 2.50 MM X 15 MM SEMI-COMPLIANT BALLOON ANGIOPLASTY CATHETER AND A NON-BOSTON SCIENTIFIC BALLOON RESULTING IN 0% RESIDUAL STENOSIS AND TIMI FLOW OF 3. THE TARGET LESION WAS THEN SUCCESSFULLY TREATED WITH A 2.75 MM X 30 MM AGENT DCB RESULTING IN 0% RESIDUAL STENOSIS AND TIMI FLOW OF 3. A NON-TARGET LESION, LOCATED IN THE DISTAL LEFT ANTERIOR DESCENDING ARTERY (LAD), WAS TREATED USING 3.00 MM X 23 MM AND 3.50 MM X 26 MM DRUG ELUTING STENTS SUCCESSFULLY PRIOR TO THE TARGET LESION PROCEDURE. ONE DAY POST-PROCEDURE, ELEVATED CARDIAC ENZYMES WERE DETECTED AND THE PATIENT WAS DIAGNOSED WITH MYOCARDIAL INFARCTION. THE PATIENT WAS DISCHARGED FROM THE HOSPITAL WITH ASPIRIN AND CLOPIDOGREL.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS UNABLE TO BE OBTAINED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) # and other specific product information.Investigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable conclusion code of Cause Not Established based on the information available. The reported elevated cardiac enzymes are indicative of myocardial injury and is most appropriately associated with myocardial ischemia/infarction, as listed in the IFU. During the procedure, there were no issues noted with the device and there are no manufacturing deviations which could have contributed to the reported event. The cause for the patient having 'Serious Injury/ Illness / Impairment' cannot be determined. Without technical evaluation of the device, a root cause cannot be determined.